Event description:
False negative result reported by nurse. Pt came to the hospital after home pregnancy test (positive). When test was done at the hospital, it was negative with urine in 3 minutes, but it changed to positive in 5 minutes. Serum sample gave positive result.

Manufacturer narrative:
Retention and return device testing pending.